Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and vegetation. The vegetation present on the implantable leads. The physician explanted the entire system ¿ implantable cardioverter-defibrillator, two right ventricular leads and atrial lead due to infection. It was noted that left ventricle lead was implant and explant on same day for unknown reason during the system implant procedure. The patient was in stable condition.

Event description:
New information received stated that the physician did not make any claim that the infection was related to the abbott product or product-related procedure.